Event description:
Related manufacture reference number: 2017865-2022-19529. It was reported that the patient's atrial and right ventricular leads were found dislodged. The reported leads were explanted and replaced on (B)(6) 2022. There were no patient consequences.